Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two positive results with one box of the binaxnow covid-19 ag card performed on (B)(6) 2021. Repeat testing was performed from a different box on the same day and generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information : d4, h4 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 171522 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 171522 and test base part number 195-430h / lot 169343.. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 171522 showed that the complaint rate is 0.0007% and 0.0007% respectively . In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient.